Event description:
A non-healthcare professional reported that during intraocular lens (iol) implantation, the lens was stuck in the cartridge. There was patient contact with the cartridge but not with the lens. Additional information was requested. The surgeon was not sure if quality issue with iol contributed to the event.

Manufacturer narrative:
The associated lens was returned in the company cartridge in the lens carton with the disassembled lens case. Viscoelastic was observed dried in the cartridge. The lens was located in the nozzle. The optic was biased down. The right side of the optic was broken. Both haptics were folded into the optic fold. No damage was observed to the cartridge. The cartridge displayed evidence of being placed into a handpiece. The cartridge was cleaned for further evaluation. The lens was removed during cleaning. Top coat¿dye stain testing was conducted with acceptable results. Monarch cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Information was provided that indicated the use of a qualified handpiece and viscoelastic with the qualified lens/cartridge combination. The root cause cannot be determined for the reported complaint. The lens was located in the nozzle and damaged. The cartridge was undamaged. The instructions for use (IFU) instructs: follow the section regarding directions for use for information on the maximum allowed time for the intraocular lens (iol) to stay in the folded condition. Failure to adhere to manufacturer¿s recommendations may result in iol damage. IFU note: during lens loading and insertion, do not allow the company iol to remain in a folded condition within the selected iol delivery system for more than 3 minutes prior to completing insertion into the capsular bag. Top coat dye stain testing was conducted with an acceptable result. Follow up attempts were made for more information. The note on the questionnaire indicated that ¿we cannot fully answer all of the following questions because we do not know patient/case information.¿ the completed questionnaire indicated ¿probably not¿ to the question of ¿in the surgeon¿s opinion, did a quality issue with the iol cause or contribute to the event?¿. The manufacturer internal reference number is: (B)(4).